Event description:
A customer reported a malfunction on their insulin pump. They declined to answer whether their blood glucose level was affected due to the issue. Technical support guided the customer through resetting the pump and informed them about a software update to prevent future malfunctions. The malfunction did not recur after resetting, and the customer understood the instructions for further actions should the issue reappear.